Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a CABG, the proximal end of the blade and a part of the shaft was broken off when the torque wrench was rotated forcibly since the rotate knob was stiffer than usual. But no pieces fell into the patient and no pieces were left inside the patient. The device was not used for the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).